Manufacturer narrative:
MFR investigation (limited). A review of the mfg.. Lot build database for the reported lot# 3044298 (mfg. 04/2015) showed (B)(4) units were mfg., tested, inspected and released. There were no exception documents generated during the lot build. A review of the complaint database for this lot number recorded no additional reports. The c1000 connector would have been pre-tested/primed prior to use in the CT scan set-up. When the leakage problem occurred, the c1000 connector was removed and replaced. Upon removing the set-ups/ clave connector there were no reports of clave connectors component damages, breakages, cracks. As the involved devices were not returned for analysis and confirmation, the exact cause(s) or the product issues/events remains unknown. Facility discarded device.

Event description:
Complaint received reporting leakage issues with use of c1000 clave connectors. The initial information received reports incidents during CT procedures where set-ups consisting of bd insyte autoguard cath; syringes and clave connectors were in use. It was reported that at an unspecified time during the procedure "..injection fluid (iso 300) would leak from the ends of the valves themselves.. When changed out ...same ancillary equipment, it worked." There were no reported adverse patient injuries. The involved c1000 clave connectors were removed, replaced and discarded. The MFR has made multiple requests for additional information as well as the return status of any same lot samples that could be tested and analyzed. As of the date of this submission there has been no response.